Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade, unknown.

Event description:
Patient reported concerns about not having been contacted regarding the recall. Patient indicated, "had symptoms from day 1, but my doctor said it was capsular contracture (baker grade not specified). Issues where it got hard and shifted and painful." Patient has history of non-device related breast cancer with treatment including radiation, lumpectomy, and mastectomy. Device remains implanted. This is the right side record.